Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the bending section rubber had scratches, it is likely that the product might have been subjected to mechanical stress, such as contact with a trocar or hitting it against a sharp object, which may have led to the glue chipped. However, the root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited adhesive around objective lens had peeled off. There was no patient involvement.